Event description:
Reference number (B)(4). Event occurred in the united states. It was reported that patient experienced an event of infusion set bent cannula which led to high blood glucose and diabetic ketoacidosis. The patient went to emergency room and subsequently hospitalized on (B)(6) 2025. The blood glucose level was 635 mg/dl and the patient initially tried to treat it with multiple daily injection (mdi), drinking water and electrolytes. The patient was treated with intravenous and fluids of saline and insulin in the hospital as a corrective treatment. The patient released from the hospital on (B)(6) 2025. Company do not see bent/kinking as being related to human factors, but rather as a training issue including correct choices of insertion sites and infusion sets and cannula length. Furthermore, the soft cannula is a flexible material that during use and upon removal can bend slightly. No further information available.

Event description:
To date no additional patient or event details have been received.

Manufacturer narrative:
Additional information - this MDR is being submitted to include the below: h6: investigation results under type of investigation, investigation findings, investigation conclusions. The information in this complaint (B)(4) has been evaluated. The batch 6009030 in question was manufactured at the reynosa site. The reference samples for the lot 6009030 have already been previously tested for visual inspection and tested for flow in the complaint (B)(4) on 09/may/2025. All test results were found within specifications as per the test report 2139702. Complaint investigations. Photo/sample was not provided. In order to test the product, the reference samples from the lot have been requested. Test results: visual test according to work instruction (wi) version 3.0 on reference samples, 10/10 samples passed the test. Functional air flow test according to wi version 2.0 on reference samples, 10/10 samples passed the test. Device history record (DHR) review: packaging lot: the 6009030 was manufactured according to the wi version 116 manufactured in the line inset 8, on 12/sep/2024, with a total of (B)(4) units. Review of the DHR showed that all relevant tests required during the related processes had been fulfilled and met the requirements. No deviation were identified related to the malfunction reported, no maintenance events were recorded. Trending: a query was run in database on 07/jul/2025 against malfunction code soft cannula found bent upon removal from infusion site and lot 6009030 and no other complaints have been registered in database for the same lot and malfunction code. Conclusion summary of the related event: as a result of the following: on the investigation on reference samples, no issue were found related to occlusion, harm no reportable, no defect on tests, no non-conformance (nc) raised during production, no more complaint was received on the lot in question and malfunction, no further action are required, therefore, this issue will be monitored through the post market surveillance activities.